Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The returned complaint sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination and no defects were found. Functional testing was performed using a syringe to inflate the cuff and submerging the device under water to detect any leak. A leak was observed from the cuff. The reported problem was confirmed; however, root cause was unable to be determined. Additional information b1 also adverse event. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that 3 hours following placement of a smiths medical portex® sacett¿ endotracheal tube, it was found leaking around the pilot balloon. It was reported that because of the leak, the cuff could not seal and was causing ineffective ventilation. Subsequently a tube change out was performed with no further adverse effects.